Event description:
Performed bilateral frontalis slings using product 5192 on 10-23-97. Made adjustment to right eye on 2-13-98. On 3-18-98, dramatic ptosis was noted on right eye. Wound was opened and it was found that the sling had broken.